Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was "unk" however, contact reported customer's blood glucose levels were elevated prior to cartridge alarm 19. Contact was able to load a new cartridge successfully and resume insulin delivery.